Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: "saddle" position, down; adjusting knob position, firing range; approximation lever function proper, yes; approximation lever position, down; cartridge batch number, dl5819; cartridge position, loaded; number of staples returned in cartridge, none; other, no; safety position, unlocked and trigger position, closed. Functional tests & results: adjusting knob function properly, yes; adjusting knob past stop, no; indicator setting when fired, green arrow; retaining pin engage anvil properly, yes; safety disengage properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed all the staples as desinged. There were no anomolies noted with the formation or the delivery of the staples. It should be noted that if torque is applied to the anvil of the instrument prior to engaging the retaining pin, the retaining pin may not engage in the hole properly and may cause the staples to be malformed. Additionally, it was stated in the rep's explanation on the checklist that the staples were not present. The batch history records were investigated and there were no anomolies noted for missing staples. This inquiry was originally reported as an rpo (record purpose only).